Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 325cc on (B)(6) 2018.

Manufacturer narrative:
On 09/03/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, pe observed creases on both views. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring less than 0.1 cm, discovered within a crease on the posterior view. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).